Event description:
Caller reported a malfunction on the pump, specifically malfunction 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. For resolution, tandem technical support replaced the pump and instructed the customer on using a backup insulin pump to ensure uninterrupted insulin delivery. The customer was informed about putting the pump into storage mode before returning it and to send it back via ups with a provided return box and pre-paid label within ten days.